Event description:
Both the rv and ra were not implanted. The rv lead had been placed and the ra lead was in the process of being placed, when the patient coded due to cardiac tamponade. The physician decided to wait until the patient was more stable to try implanting again. Both leads were discarded by the hospital. If additional information becomes available, this report will be updated.